Event description:
Customer reported that she had low blood glucose. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 50 mg/dl when the paramedics arrived. Customer stated that she was connected during the priming process and delivered a full reservoir into her body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.